Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the everlink everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. On (B)(6) 2018, the patient presented with stable angina. Therefore, a 3.5 x 15 mm everlink stent was implanted in the lesion and the patient was discharged on (B)(6) 2018. However, on (B)(6) 2018, the patient was re-hospitalized for angina which they were experiencing for 10 hours. Medication was then provided and the patient was discharged on (B)(6) 2018. There was no adverse patient sequela reported. No additional information was provided.